Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, the rv coil impedance measured 102 ohms up from a trend of gradually rising impedances in the 70-90 ohm range.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient went to the hospital due to a device alert. The high voltage coil of the right ventricular lead had high impedance which triggered a lead warning. It was recommended that the patient have the impedance alert level reprogrammed at the clinic. The lead remains in use and will not be replaced at this time. No patient complications have been reported as a result of this event.